Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to hospital due to complete av block. During ventricular lead revision, the lead could not be connected to the pulse generator due to a setscrew anomaly. The pulse generator was explanted and replaced.